Manufacturer narrative:
(B)(4). The field service representative (fsr) discovered the reported issue when troubleshooting for (B)(6) / medwatch #1828100-2017-00420. The fsr replaced fuse f7. The unit operated to the manufacturer¿s specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler had a blown fuse f7 on the cardioplegia relay board. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the fuse was opened electrically. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.